Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided¿which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data¿arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1/17/2025, it was reported by a sales representative via email that five ar-3636 knotless 1.8 fibertak anchors were pulling out and not allowing the passing of the sutures to convert. This was discovered during a procedure on (B)(6) 2024. Additional information received on 1/28/2025: the procedure was a labral repair which occurred on (B)(6) 2025. All five ar-3636 knotless 1.8 fibertak anchors were pulling out consecutively. Nothing broke on the patient and each ar-3636 knotless 1.8 fibertak were removed the six ar-3636 knotless 1.8 fibertak anchor was used to complete the case. The case was not delayed, and additional anesthesia was not needed.